Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly multiple times during a month. The customer connected the pump to a power source to charge and the pump turned on after each occurrence. The customer's blood glucose level was 600 mg/dl with moderate ketones. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.